Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that paxgene® blood rna tube was missing additive. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 762165; batch no. Unknown. It was reported there were possible problems with the rna tube. She has questions regarding the processing of the tube and possible problems. She needs assistance with troubleshooting.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that paxgene® blood rna tube was missing additive. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 762165 batch no. Unknown it was reported there were possible problems with the rna tube. She has questions regarding the processing of the tube and possible problems. She needs assistance with troubleshooting.